Event description:
It was reported that approximately one year following a bunion repair, the patient experienced inflammation; the device was explanted. The implant had not failed. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up information was requested including confirmation of part/lot number(s), patient demographics, the symptoms experienced by the patient, exact dates of original and second surgeries, as well as patient outcome/current condition were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The explanted device pieces were received and evaluation was conducted. The complaint was not confirmed. The explanted buttons and sutures met specifications. Confirmation of part(s) used as well as lot number(s) was requested but not provided, therefore device history record reviews could not be performed. The exact cause of the event could not be determined. The devices are supplied sterile. Based on the information provided and device evaluation, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (dfu-0147) warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The investigation conclusion is being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information was provided by the surgeon that the patient underwent a 2.7mm tightrope procedure. Approximately three months post-op, the patient sat on the operative foot on the floor and noticed a "pop" at the medial forefoot. The patient presented for follow-up and x-rays revealed loss of correction of the tightrope. Revision surgery was performed approximately ten months following the original surgery.